Event description:
The catheter stopped flushing properly, with no harm to the patient. The catheter was used for the flutter portion, when re-inserting for a-fib it was noticed that only some of the ports were flushing appropriately.